Event description:
Pt in dialysis unit experienced neck/shoulder pain, dizziness and ringing in ears starting in 2001. Pt was diagnosed carpal tunnel syndrome and stress. Symptoms increased and MRI showed a herniated disc at c7. Surgery for herniated disc occurred 4 mos later followed by traction and physical therapy. Pt reported to dialysis unit where pt is employed and to medisystems that the cause of these issues is difficulty inserting and removing medisystems priming set spikes from baxter saline bags during set up and administration of pt hemodialysis treatments.